Event description:
Ous MDR - after an implantation period of about 28 months, elevated shock impedance values > 150 ohm were reported via home monitoring. The lead was replaced but not returned to biotronik. The event and explant dates were not provided. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.